Event description:
--

Event description:
--

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this patient¿s device generated a red alert with a fault code indicating that there is some kind of hardware issue causing the device to deplete rapidly and thus remote monitoring to be suspended. Boston scientific technical services (ts) indicated the displayed fault code indicates a discrepancy between the measured battery capacity and the expected battery capacity. Another fault code was observed soon afterwards indicating a charge time timeout as well. Ts recommended an immediate device replacement since therapy cannot be guaranteed and the patient would be unprotected from arrhythmias. The device has since been explanted and will be sent back for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.